Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this lv lead required a lead revision procedure. During the revision procedure, the physician attempted to reposition the original lead further out on the basal branch. The lead was able to be placed; however, it wouldn't stay after several attempts. A competitor's product was attempted and was also unsuccessful. This lv lead was then utilized and was able to be placed distally and received great thresholds. While sewing up the pocket, an increase in thresholds was noted. On fluoroscopy, this lead had moved back. At that time, the patient had been on the table for an extended period of time and the physician decided that thresholds at 2.5 volts was acceptable. The lead remains implanted at this time.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
--